Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after deployment of another company's stent, the voyager nc was engaged for post-dilatation; however, during the first inflation, the balloon ruptured at 18 atm. Another one was used to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summations - product performance engineering reviewed the incident. Reportedly, the target lesion was in a previously implanted stent and the anatomy was noted to be mildly tortuous, mildly calcified and 75% stenosed, which may have contributed to the reported balloon rupture. Possibly the balloon material was damaged (scratched) during interaction with other devices, lesion calcification and/or previously implanted stents, such that the balloon ruptured during inflation at rbp, as no damage was noted during preparation for use. However, a conclusive cause for the reported balloon rupture cannot be determined. A conclusive cause for the reported balloon rupture could not be determined.